Event description:
This 37 y/o female had a laminectomy, instrumentation and fusion with implantation of a ebi spinal fusion stimulator performed 4/25/95. She continued to experience discomfort in the area of the instrmentation and bone stimulator, thus was re-explored for status of the fusion. During this procedure, it was discovered, as the bone stimulator leads were identified in the midline and followed superiorly to the battery pack, that the plastic nose of the battery pack appeared to be 1-2 mm. Separate from the main portion of the battery pack. This potentially could have caused the electrical disconnection. The device will be returned to the MFR.